Event description:
It was reported that the pump displayed a battery error and would not charge. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) . No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and there were deep scratches on keypad. A review of the event history log identified battery depleted. During the functional testing the reported issue was able to be duplicated. The interconnect printed circuit board (pcb) did not operate as intended. The root cause of the issue was due to normal wear as the pump was over 15 years old. Replaced interconnect pcb also replaced battery for preventive and upgraded the software. Performed preventative maintenance and all functional testing. UDI details were unknown.